Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 596mg/dl; current bg level as 117mg/dl. A manual injection was administered to address the elevated bg levels. No damage was noted to the infusion set cannula. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.